Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): initial inspection and pre-repair temperature tests performed on the device found that the highest temperature that the device reached after being run for 1 minutes was 31.9 degrees c. The device was then forwarded to the us for additional evaluation and temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: gear: 199.7 degrees f ¿ motor: 154.6 degrees f ¿ bearing: 179.9 degrees f. Analysis also found the device making a loud noise, the cable clip was loose, and the nose bearings were corroded. The device was repaired, tested and passed all manufacturer specifications.

Event description:
It was reported that a visao handpiece drill "overheated" during a procedure. However, the physician was able to "endure" using the device as the irrigation bur guard was removed to clean the tip of the handpiece with water which washed away black, but the procedure was able to be successfully completed using the same device. There was no report of patient impact or injury as a result of this event.